Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing performing bench handling and various defib functions without duplicating the customer's report. An internal inspection found no discrepancies. The color cable will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement at the time of the reported malfunction.